Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have thermal damage on the teflon pad and it was observed to be hanging off the clamp arm assembly. Melted char marks were also observed. Any missing material is likely to be thermally induced rather than mechanically induced. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted transanal total mesorectal excision surgical procedure, the harmonic ace teflon pad fell off. The user completed the procedure with using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fall into the patient.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.